Event description:
I have essure and since it has been placed; I have constant pelvic pain, heavier cycles, constant headaches, I have gained 30 pounds that I can't seem to take off and I am always exhausted and my hair is falling out!